Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a an episode today where he went to the emergency room. The patient stated that he had a sharp pain in the scrotum, on the left side, that started at 8:30am and went until noon today. The patient noted that it came on every 15 seconds and then strangely enough it stopped. The patient noted that it felt like electrical shocks. The patient reported that the health care professional sent the patient home to find the patient programmer (pp) but it had been five years and he didn't remember how to use it. The patient programmer screen was blank and the patient had not replaced the batteries since they got the device and he didn't have two batteries to replace them. It was stated that batteries were put in the controller and it now powered on but they could not find the implant site and the patient was disabled and laying down. It was confirmed that they were going to keep trying to find it. It was also reported that the patient fell and broke his leg in (B)(6) 2018 and then had a reverse shoulder replacement 8 weeks ago. The patient stated again that he was still having shocking in his groin. No troubleshooting attempts were made due to lack of access to the product. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the shocking was not determined. The patient stated that since they received almost no help they solved it themselves, after much pain, by turning the control way down to 0. There were no further symptoms or complications reported or anticipated.